Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial # (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I. It was reported that the patient was unable to sync with the ins using the patient programmer (pp). They tried with and without the antenna but it would not connect either way. The patient confirmed they charged the ins fully the previous day. A replacement pp was sent. Additional information from the patient reported that they received the replacement pp but it was still not connecting. The patient stated they were seeing the poor communication screen. They stated they changed the batteries twice. The patient connected with the ins recharger (insr) and stated they were seeing the reposition antenna screen. They then waited and the screen changed and they described the insr charging screen. Patient services (ps) reviewed that this was showing the insr was charging, not the ins. The patient pressed the start charge button again and saw the reposition antenna screen. They stated the last time they successfully charged the ins was 2 days ago. Ps asked if they were seeing the two screens they described on the call and the patient said yes. Ps reviewed that the ins then was not charged 2 days ago. The patient was redirected to a healthcare professional (hcp) to discuss a possible overdischarge. The patient stated even when the ins was working, it did not take away the pain. They stated the ins was useless and they still had their original pain. They stated they take a very strong pain killer 4 times a day and even that did not take away the pain. The patient¿s husband then stated the pain the patient had was masked with the ins but the ins was pulsing in them so it was one or the other, pain from the ins or just pain. Additional information from the patient stated they did not know the cause of the ins not taking away the pain and the communication issues. They thought maybe the pain was too intense and the ankle was always swollen. No steps were taken to resolve the issues. They stated they discussed with their pain management doctor and if their insurance covers them, they were taking the device out. They provided their weight at the time of the event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.